Event description:
Family member reported needles caused leakage with last use. No missed doses and tolerated well. Infused entire dose. Unk if pt still has defective device on hand. Lot and expiration date are unk. Reported to (B)(6) by pt/caregiver.